Manufacturer narrative:
Denture adhesive containing zinc and felt he had been exposed to zinc and developed zinc toxicity. The physician referred him to another physician regarding treatment for copper deficiency. This case was now considered serious by gsk. The manufacturer's report number for this case is 9681138-2010-00208. Poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc poisoning in a male patient who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient began using super poligrip. An unknown time later, the patient experienced zinc poisoning and neurological damages. At the time of reporting, the outcome of the events was unknown. Medical records received (B)(6) 2010: on (B)(6) 2009, the (B)(6) year-old patient was seen for numbness and pain in both extremities described as muscle spasms. These symptoms began after a fall two years prior and involved the feet and legs. At follow up on (B)(6) 2009, it was noted that the patient had been diagnosed with polyneuropathy via electrodiagnostic study and started on neurontin. At follow up on (B)(6) 2009, it was noted that the patient had been started on b12 injections and he was wheelchair bound. At a visit on (B)(6) 2010, it was noted that the patient's copper and zinc levels had been done at the patient's request. The copper was 66 and zinc was 150. The patient reported using denture adhesive containing zinc and felt he had been exposed to zinc and developed zinc toxicity. The physician referred him to another physician regarding treatment for copper deficiency. This case was now considered serious by gsk.